Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-feb-26 arthrex was notified of a published case series from the united kingdom reporting on the use of subtalar arthroereisis screws in patients undergoing surgical correction of flexible planovalgus deformity. This single surgeon case series analyzed patients who underwent surgical correction of flexible planovalgus to identify the rate of subtalar implant removal. In this retrospective study, performed at kettering general hospital (UK), the surgeons used the arthrex prostop® subtalar arthroereisis screw as part of a multi-step reconstruction procedure. A total of ten adult patients were included. One patient (1) required implant removal due to pain in the sinus tarsi caused by migration of the prostop® screw; symptoms fully resolved after removal. The remaining nine patients did not experience implant related complications. No other adverse events related to the arthrex device were reported during the one year follow up period.